Event description:
A 3.0mm diameter x 30mm length ave gfx stent was inserted into the circumflex coronary artery of unk morphology. It was not possible to cross the target lesion possibly due to no predilation of the target lesion, therefore, the stent and delivery system were pulled back from the coronary artery. Upon removal, the stent was displaced halfway off of the stent delivery system balloon and was surgically removed from the pt. It is not known if the physician followed the instuctions for removal of an undeployed stent, however, the instructions were not followed for predilation of the target lesion. The target lesion was subsequently treated with another stent, successfully. There was additional clinical sequelae reported relative to the event and no further info from the user facility.